Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical pump bolus was lower then the programmed one. 3ml were delivered while 8ml was programmed into the pump. Once the tubing was changed the issue disappeared leading to the likelihood that the smiths medical disposable is causing the issues. There were no reported adverse events.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Sixty-eight samples in a plastic bag with their original packaging. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. No abnormalities were detected during visual inspection. During the functional testing, the failure mode was confirmed. The root cause states that inadequate process controls for tube arch height and tube placement have allowed pump tubes on the disposables to have too low a tube arch and to not be centered. Tight and misaligned pump tubes have resulted in reduced fluid delivery. A corrective and preventative action was opened to address the reported issue.